Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was experiencing difficulty charging his/her ipg. Upon inspection, the ipg was found to be fully charged; however, the ipg was observed resting perpendicular to the surface of the pt's skin and highly mobile in the pocket. This reportedly caused discomfort for the pt. The physician elected to proceed with surgical intervention on (B)(6) 2014 to relocate the ipg site.